Event description:
It was reported that signal loss over one hour occurred. The patient experienced loss of consciousness during the night, the patient´s spouse tried to wake him up and as she was not able, she called the emergency services and the patient was taken to hospital where he was treated with IV glucose (no information about the exact dosage). There were no blood glucose readings available for the entire period during the event. The patient was discharged from the hospital and recovered. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.